Manufacturer narrative:
The reported fracture at the etch location was confirmed. The etch location was changed by a design revision in (B)(6) 2002. A recall was conducted, in europe, to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until (B)(6) 2005.

Event description:
Fracture of the implant (neck fracture).